Manufacturer narrative:
Model number/ catalog number: sc-8216-50, serial number: (B)(4), batch/ lot number: 7047472, model/ catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed a localized infection at the ipg site. The patient was asymptomatic however the ipg site was ruptured as a result of the infection. It was stated that it was not device related. The patient was administered with both oral and intravenous (IV) antibiotics and underwent an explant procedure. The patient was doing well postoperatively.